Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted blood in/on the helix/lobe mechanism. The helix will not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. There is a seal in the tip that is to reduce the ingression of blood, but there can still be some leakage.